Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 114 mg/dl, 210 mg/dl (aviva system 1) and 44 mg/dl (aviva system 2). Customer was treated by wife with honey. Customer recovered without any further treatment. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. Reference medwatch with (B)(6) for the aviva system 1.